Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: p1501dr device was not returned, however, analysis of the device memory indicated a power on reset had occurred.

Event description:
It was reported that the implantable pulse generator (ipg) had two power on resets (por) and two parity errors that confirm flipped bit related issues. It was noted that all of the instances are due radiation therapy. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.